Event description:
It was reported the patient had a shocking or jolting sensation earlier the afternoon of report. It was stated the patient had a loss of therapeutic effect that they noticed about a week prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).